Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted

Event description:
The nosecone of the turbohawk broke off inside of the patient and had to be snared multiple times through an 11f sheath. Surgical intervention was required to close up the artery where the sheath was placed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.